Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation showed both devices were missing the needle assembly and the rtf braid ends are frayed and damaged. No damaged observed on the button or other sutures. The most likely cause can be attributed to user-applied mechanical forces to the construct during use.

Event description:
On 01/13/2022 it was reported by a arthrex employee via email that an ar-1588btb-2j tightrope ii btb wire snare would not pass through the finger trap. When the surgeon got it to pass through the finger trap, the stump of the second thread did not pull out from the finger trap and it could no longer be used with a loop on the button. This was discovered during a procedure on (B)(6) 2021. The case was completed by using a new ar-1588btb-2j with no patient harm.